Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It is alleged that "[pt] received a gunther tulip mreye filter on (B)(6) 2006 at (B)(6). It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided

Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event. The product was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that "[pt] received a gunther tulip mreye filter on (B)(6) 2006 at (B)(6). It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 08/29/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2006 via the right internal jugular vein due to deep vein thrombosis. Plaintiff is alleging embedment, device is unable to be retrieved, shortness of breath and chest pain due to the device. Plaintiff alleges attempted retrieval on (B)(6) 2016.

Manufacturer narrative:
Evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "embedment, device is unable to be retrieved, shortness of breath, chest pain." Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5 and h6. Additional information: investigation the investigation was reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism, vena cava perforation, thrombus, tilt, abdominal/ right upper quadrant pain, and worry. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abdominal/ right upper quadrant pain, and worry is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received alleges the following: approximately 8 years and 1 month after receiving the tulip inferior vena cava (ivc) filter implant, the patient visited a hematologist, complaining of right upper quadrant pain, and noted a diagnosis with a pulmonary embolus (pe) post - inferior vena cava filter (ivcf). The patient was continued on indefinite anticoagulation medications and follow up was recommended in 1 year. Approximately 1 year and 9 months after the hematologist visit, the patient saw a physician with questions regarding the ivc filter that was "unable to be retrieved a few weeks after having been placed for surgery...." The records noted that "[the patient] is worried about [the filter] and gets short of breath when [walking] up stairs and was wondering if the filter could be causing that. The patient recently underwent a treadmill stress test that was completely normal and says that this has occurred since [the patient's filter] surgery several years ago." The filter was unable to be retrieved and a computed tomography (CT) scan in 2012 showed acute thrombus within ivc filter and propagating above it, with bilateral lobe pe. The patient had no prior indications that the ivcf could be causing any injuries or was defective until development of shortness of breath (sob), combined with abdominal pain and notification of alleged problems with the ivcf. The physician reassured the patient that the filter were fine. The patient suspected that the ivcf may be defective and causing injuries approximately 9 years and 10 months after receiving the filter implant. The patient's injuries were confirmed 2 years after this when a radiologist gave a second opinion that the patient's filter had perforated the ivc, was clotted, and impinging on the patient's bowel. "Four struts have perforated the patient's ivc, right posterolateral tilt with apex of filter nearly in contact with the caval wall. (B)(4) primary struts perforate the ivc wall with the anterior strut impinging on the overlying duodenum; and the filter was unable to be removed a few weeks post insertion." Further, the patient allegedly never had a pulmonary emboli prior to surgery. A few weeks post insertion [of the filter], the filter was embedded and unable to be retrieved.